Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr, past similar case and the reprocessing manual, omsc considered that the reported phenomenon was attributed to the followings. A) since the pre-cleaning was not performed immediately after the procedure, it became difficult to remove the foreign material. B) in the pre-cleaning and the manual cleaning, proper brushing and proper amount of water were not supplied, making it difficult to remove the foreign material. C) after the cleaning, disinfection and sterilization (cds) process, the residual water in the instrument channel and auxiliary water channel was not removed, and the inside of the metal channel at the distal end was corroded, making it easier for foreign material to adhere.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that foreign material came out from the auxiliary water channel. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.